Event description:
It was reported that during a pt's follow up visit, bulking material was observed to have eroded through the pt's uretha. A cystoscopy was performed and the doctor removed the excess material with foreceps. The pt reportedly has started leaking but the doctor will wait until the uretha heals before performing second treatment. The doctor believes one side may have been placed too superficial while the other side is fine. No further complications have been reported.